Manufacturer narrative:
H3 other text : remote support provided.

Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the customer requested the service password. There was no patient involvement. Based on the information available, there is no system malfunction. The philips technician provided the information to the customer. The device was operational as per manufacturer's specifications. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.